Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with proper timing. Two reloads had disrupted timing. The 5dpt reload was attached to the instrument and fired on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The tacks did not seat properly in the test media and experienced hang ups. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the tack not advancing is due to the damaged spur gear. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. When the instrument was cycled the force needed to properly deploy the deep purchase tacks could not be obtained and resulted in damage to the internal gears. This damage causes the tack to not deploy or seat properly in the tissue. The product analysis established a relationship between a device failure and the reported incident of tack did not advance. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Based on the evidence available the reported condition was confirmed. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair. The handle of the tacker made a cracking sound and would not properly deploy tacks. No tacks were able to be fired normally from the device. Another handle and reload was opened, but those did not work either. To complete the procedure, another tacking device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.